Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - product performance engineering reviewed the incident information. In this case, there was no reported product deficiency. The reported angina and stenosis are known adverse events of coronary stenting as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The second xience v stent (part 1009541-23, lot 8072461), indicated is being filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated arterial graft with two xience v stents. On (B) (6) 2009, the pt developed angina. The pt was hospitalized on (B) (6) 2010, and underwent elective coronary angiogram with balloon angioplasty of the severely restenotic left internal mammary artery to the left anterior descending artery graft for instent restenosis. The pt was discharged on (B) (6) 2010. There is no additional information available.